Event description:
When inserted into the patient's vein, the catheter did not slide off the needle as expected, so it did not seat properly in the vein. The needle retracted as expected, but the catheter did not advance, and had to be replaced. Patient was not harmed, but had an additional venipuncture as a result. We have had 3 prior instances of catheters not working properly, and have pulled all devices of this lot # and are requesting replacement product.